Event description:
The complainant reported the patient was on impella cp support due to cardiogenic shock. While on support, there were concerns about pump saturation which seemed to have resolved on its own. It was also reported that the patient had developed hemolysis. There was no mention of intervention for hemolysis but the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis and saturated flow has been completed. No product was returned for evaluation. Data logs were reviewed and real time (rt) logs show motor current and pump flow step up with no change in p-level, pump flow also becomes saturated at that time. Purge pressure began to rise right at time of motor current step up and rise to high purge pressure alarms after an 8-minute rise with a drop in purge flows. Pump was turned down to p-0 then back to p-5 and purge pressure and flow began to return to normal values after. Additionally, once purge pressure returns to normal range, motor current steps down and pump flows are no longer saturated. No persistent suction alarms or positioning issue alarms were noted in the lt logs. Clinical details noted that pump flow was saturated in the field and high purge pressure alarms were being triggered. Additionally, it was noted that later on in support after high purge pressure resolved, patient had tinged urine but labs were normal and no intervention was performed. The root cause of the saturated flow and high purge pressure was most likely biomaterial ingestion. The root cause of the hemolysis cannot be definitively determined as limited clinical details were provided. Corrections to the initial MFR report: g1 MDR reporting contact email